Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that 3 days following an intraocular lens (iol) implant procedure, it was noticed that the patient developed an infection, possible endophthalmitis. The patient was treated with intravitreal injection of antibiotics. Additional information was provided indicating that the infection was noticed on the third postoperative day. The issues have not resolved. The patient presented with significant decreased vision on the third postoperative day. The patient developed mild corneal edema and a small hypopyon. According to the surgeon's opinion the cause of the event is unknown. The outcome of the event continues. Cultures were taken and the results were rare granulicatella adiacens.